Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determined the root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower damage due to overheating. Vyaire medical technical support issued a blower under warranty since the unit is covered by a 5-year extended warranty. Customer does not respond anymore.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals that the blower does not work anymore. Ampere and voltage is zero. The device has a possible power board issue according to vyaire tech. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during ventilation with the patient, bellavista 1000 has started to alarm 401 - inspiration valve or device leaky. The end user replaced the unit and was able to notice alarm 300 - device in failsafe. There was no patient harm associated with the reported event.